Event description:
It was reported that a poly swap took place on (B)(6) 2022 due to the poly breaking. The original poly was implanted in 2014.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.